Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and had major damage due to gooseneck. The allegation of applicator deployment was confirmed. The probable cause could not be determined. Additionally, a goosenecking was found in connection to the reported allegation. No injury or medical intervention was reported.